Event description:
According to the report of (B)(6) 2014, the patient was doing well with the implant when the patient suffered an impact to the back of the head when falling out of bed. An x-ray confirmed the electrode to still be in the cochlea, however, access to sound was lost at this time. All channels have been disabled due to high impedances or short circuits except channel 1. The patient is to be re-implanted but a date has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.